Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker iii.

Event description:
Healthcare professional reported a left side "capsular contracture, baker iii." Device has been explanted and replaced.

Event description:
Healthcare professional reported, a left side "capsular contracture, baker iii". Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is a medical event. Not related to the device. Additional observations: white particles observed, on the device. Crease flat observed, on the device.